Event description:
According to the initial information received, the patient's atrial septal defect (asd) was sized using balloon-sizing, an echocardiogram, ice, fluoroscopy and a sizing plate. Deficient rims were observed. A 24mm amplatzer septal occluder (aso) was placed and repositioned twice to ensure the aso was secured in the defect correctly during implant on (B)(6). As the patient awoke from surgery, she experienced ventricular tachycardia (vt) and there was concern the device had embolized. The arrhythmia resolved on its own following a short run of vt and bundle branch block. Repeat echocardiograms were taken and there was an attempt to recapture the device; however, it was impossible due to the patient's atypical cardiac anatomy which caused some confusion about where the device had embolized. Initially, it was thought that the aso had embolized into the right ventricle when in fact it embolized into the left ventricle. The patient was referred for surgery to have the aso surgically retrieved and the asd surgically repaired. The aso was successfully retrieved from the left ventricle under the mitral valve and the patient was in satisfactory condition following surgery. The patient was discharged from the hospital on (B)(6) 2011.

Manufacturer narrative:
Investigation: additional information was requested. When our investigation is complete, a supplemental MDR will be submitted. Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Imaging review review of the medical records and images by agas medical consultant resulted in the following findings: the patient was a (B)(6) female with history of a large asd. The patient was brought to the cardiac catheterization laboratory for device closure. The procedure was attempted using transesophageal echocardiography. The echocardiogram was of fair quality and the asd was large. There were two jets of tricuspid regurgitation but it was mild. The atrial septal rims on the aortic side were deficient in more than one view and the posterior rim was floppy and thin. The svc and ivc rims were thin but adequate. The av valve rim appeared adequate. The static diameter measured by the echocardiographer was 19-22mm. However, accounting for the thin and floppy rims, the asd measured 26-27mm. Balloon sizing was performed followed by device placement. The device seemed to capture the atrial septal rims. During atrial diastole, the atrial septal rims were clearly equal or a little smaller than the right atrial disc size. The device, therefore, was unstable and too small for the asd. The remaining two cds showed transthoracic and transesophageal images of the embolized device in the left ventricle. It appeared to be under the mitral valve leaflet. Conclusion according to agas medical consultant, the device embolized because the 24mm device was too small for the defect. Although the static diameter was 19-22mm, the atrial septal rims were thin and could not hold the device well. Despite adequate position and orientation of the device, the right atrial disc had no margin of safety and the device embolized into the left atrium and the left ventricle.